Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 893 mg/dl. The customer changed the infusion set one day prior to being hospitalized. The customer had been vomiting, and was tired prior to the event. The customer's daughter felt that she may have forgotten to bolus for lunch. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer, and she was advised to call back to conduct the test upon receiving it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.